Manufacturer narrative:
A field service engineer (fse) went to the customer site and completed a performance verification test (pvt). The device failed the leak test, confirming the device issue. The fse determined that the data acquisition (da) printed circuit board assembly (pcba) needed to be replaced. The investigation is ongoing.

Manufacturer narrative:
The replaced data acquisition (da) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech performed functional analysis and identified that the device pressure accuracy testing failed when using the returned da pcba the pil tech was able to duplicate the proximal pressure sensor auto zero failed alarm at the startup of the test device. The pil tech determined the reason for the issue with the da pcba was a faulty and out of spec u6 (the proximal pressure sensor on the da pcba at zero pressure). The conclusion of the part investigation is the confirmation of the alleged device issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The customer informed the remote service engineer (rse) that they wanted to have onsite service completed by a field service engineer (fse). The fse went to the customer site and completed a performance verification test (pvt). The device failed the leak test, confirming the device issue. The fse determined that the data acquisition (da) printed circuit board assembly (pcba) needed to be replaced. On (B)(6) 2025 an fse went to the customer site and replaced the da pcba to resolve the issue. The fse completed a pvt, and the device passed the leak, flow, pressure, and mix tests. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device produced a pressure sensor autozero failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they wanted to have onsite service completed by a field service engineer (fse). This investigation is ongoing.